Manufacturer narrative:
Submit date: 3/11/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. All scheduled maintenance and calibration activities were completed. There were no processes or material changes related to the reported condition for this product for the previous 12 months. A review of the machine setup was conducted and there were no issues. Training records for the setup technician were current. The machine was observed in its current condition and there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause was inconsistent crimp cylinder activation prior to replacement. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are physically evaluated for cannula pull strength. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 12/9/15. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer states the needle is pushing into the hub when drawing up medication from a vial.